Manufacturer narrative:
Zoll medical corporation evaluated the returned set of electrodes. The evaluation confirmed the customers complaint. The self test wire was disconnected from the set of electrode pads. It is important to note that this type of malfunction does not prevent the electrodes from discharging energy. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed self test with these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.